Event description:
In stent stenosis. The report indicated that the pt was diagnosed in june 2004, with a mace that involved in stent stenosis of the previously treated lmca lesion. The pt underwent the pci procedure about a week later, and a competitor's eluting coronary system was placed in the lmca. The pt was hospitalized for one day, and it was noted that the event resolved without sequelae.